Manufacturer narrative:
Analysis was performed by remote service personnel which included remote troubleshooting with the customer. The results of the analysis confirmed that priority alarms were not displayed for all beds in the sicu. Alarm configuration files and alarm logs were not collected or provided for investigation. Based on the results of the analysis, it was determined that the product has malfunctioned; however, the cause was not able to be established. The issue was resolved by rebooting the piic server and the product is back in service. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on a patient information center ix indicating that priority alarms are not functioning. The device was in use on a patient at time of event; there was no adverse event reported. Follow up was conducted to requested additional information related to the specific alarms affected and the time the issue occurred; however, this was not provided.